Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient experienced a return of symptoms starting on saturday, was urinating a lot (frequency) and experiencing return of urgency. The patient also mentioned that she was getting up five times at night as well with the urgency. The patient attempted to make adjustments however, it was not successful. Reviewing therapy information and general programming guidance. The patient was advised to monitor and track her symptoms for a few days (unless she receives other directions from the healthcare professional or rep), and if she does not notice any improvements, to make another slight adjustment. During the call, the patient said that the rep called and the patient told her that she will call back as a result there are two call recordings. It was recommended that they follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.